Manufacturer narrative:
A ge service representative performed an on site investigation. The c-arm battery pack was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system was displaying a precharge voltage error message at boot up. This error message likely prevented the system from booting up. There is no report of patient injury associated with this event.